Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain area'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, depression, anxiety, migraine, fatigue, weight increased and mood swings outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: all was perfect; on (B)(6) 2010: bilateral essure prostheses. No evidence for tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received; reporters were added. Patient's demographic was added. Case became incident, injury nos was replaced with mood swings & new events abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, migraines / headaches,dysmenorrhea, pelvic pain, vaginal discharge, fatigue, weight gain were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain area'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, migraine, fatigue and hypersensitivity had resolved and the depression, anxiety, weight increased and mood swings outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Patient received treatment for pain, bleeding, allergic reaction, vaginal discharge. Discrepancy noted: date(s) of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: all was perfect; on (B)(6) 2010: bilateral essure prostheses. No evidence for tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain area'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and fatigue had resolved and the vaginal discharge, depression, anxiety, weight increased and mood swings outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: all was perfect; on(B)(6) 2010: bilateral essure prostheses. No evidence for tubal patency.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event:abnormal bleeding,cramping, migraine , fatigue outcome were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain area'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, migraine, fatigue and hypersensitivity had resolved and the depression, anxiety, weight increased and mood swings outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Patient received treatment for pain, bleeding, allergic reaction, vaginal discharge. Discrepancy noted: date(s) of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: all was perfect; on (B)(6) 2010: bilateral essure prostheses. No evidence for tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- allergic reaction. Outcome of event pelvic pain, vaginal discharge were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.